Event description:
I have mentor cohesive gel breast implants and experienced symptoms almost immediately. They continue to get worse. I have been diagnosed with sjogrens, myalgia, low c4 and anemia. Rheumatologist said I am at high risk for lymphoma. I have chronic widespread pain and digestive trouble. Severe food, drink and chemical sensitivity. I was healthy and active prior to breast implants.